Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, for the event of no image with gif h180 and gif q180 scopes, it is surmised that no image of gif h180 and gif q180 scope was displayed due to faulty printed circuit board. Based on the results of the investigation, for the event of worn-out lock latch of the video connector socket, it was confirmed that the image was interrupted when the scope (video connector) was wiggled due to the worn-out lock/latch of the video connector socket. Thus, it is surmised that the image was interrupted when the video connector of the scope was wiggled because it could not be held properly due to the worn-out lock/latch of the video connector socket. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the video system center exhibited no image. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.